Event description:
A peritoneal dialysis (pd) patient¿s caregiver on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the patient¿s caregiver stated that the patient¿s solution was cloudy. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the patient was hospitalized for peritonitis on (B)(6) 2022 and was discharged on (B)(6) 2022. The cause of the patient¿s peritonitis was unknown as the patient practices aseptic technique and has not had any reported fluid leaks. The patient¿s culture results were positive for peritonitis; however the date of the culture and the organism were unknown. The patient was prescribed and treated with an unknown course of antibiotics. The patient recovered and was discharged from the hospital. It is unknown if pd therapy was continued in the hospital or if any fresenius device(s) or product(s) were utilized during hospitalization. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.